Manufacturer narrative:
As alleged, the patient experienced persistent neuropathic pain limiting walking, standing, and sitting, sleep impairment and depressive syndrome post implant of 3dmax mesh. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per ansm report (B)(4): as reported, on (B)(6) 2023 the patient underwent implant of 3dmax mesh during an inguinal hernia repair procedure. Description of the incident: "installation of a bard 3d max prosthesis following inguinal hernia repair with rapid development of a very incapacitating pain syndrome. Very incapacitating neuropathic pain syndrome resulting in work incapacity of more than 12 months" patient's current condition: "persistence of a very incapacitating pain syndrome limiting walking, standing and sitting. Significant impairment of sleep. Depressive syndrome. Dependence on analgesic treatment with little efficacy. Major daily disability with repercussions on all physical and intellectual activities. Severe alteration of relational life." Actions taken in the care establishment to manage the patient: nr.